Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract procedure in an ophthalmic system, aspiration pressure gradually decreased during ultrasound time the surgery was completed after replacing the system with another one. There's was no patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported event. The fluidics module and controller were both replaced to address the issue. Both items were returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The fluidics module and controller were received for testing on this investigation. A visual assessment of the returned fluidics module revealed no obvious nonconformity. The fluidics module was installed into a calibrated system and turned on. System message (sm) was displayed at startup. Function testing revealed the fms blue vent valve not working correctly during initialization process. Therefore, the fluidics module was found to be non-conforming and the returned fluidics controller was found to be conforming. The root cause of the reported event is attributed to the fluidics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).